Event description:
It was reported that an unspecified malfunction occurred. The customer declined cts follow up at this time and further information was unable to be obtained. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.